Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion in the forceps channel could not be determined, however, the issue was likely the result of degradation due to insufficient device cleaning/reprocessing and or external factors. Additionally, a definitive root cause of the observed chipped/detached sheath adhesive could not be determined, however, the issue was likely the result of repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited corrosion within the forceps channel and chipped/detached sheath adhesive at the bending section. There was no patient involvement, and no harm was reported as a result of the event.